Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit will not alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor had low output causing the red light to illuminate, and there was no indication that there was a failure of the audible alarm, so the complaint could not be verified. Therefore, this is no longer a reportable event.

Event description:
The dealer stated that the unit will not alarm.